Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump lost time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue regarding lost time remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Investigation was unable to confirm a time/loss or gain event in the black box data or duplicate the complaint during investigation.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: review of the black box data revealed a time and date reset on 27 january 2014 at 10:18 pm. On investigation, the pump powered on normally. A rewind, load a prime sequence was successfully performed. The pump was exercised for 24 hours without malfunction. The pump was opened for investigation and revealed the internal clock battery was defective. Investigation was unable to confirm a power loss in the black box data or duplicate the complaint during investigation.